Manufacturer narrative:
(B)(4).

Event description:
An aneurx/endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up. Currently, the aneurysm is 8 cm in diameter. There is aneurysm expansion however there are no endoleaks present. The physician elected to convert to a conventional graft with an open surgical repair. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.